Event description:
It was reported that "when electrode is removed from patient it leaves marks ranging from red, swollen and itchy to open flesh wounds."

Manufacturer narrative:
It was reported that the skin had been prepped using both pumas and alcohol. Aggressive use of the pumas &/or failure to allow the alcohol to dry could account for the reported skin irritation. Review of the DHR and visual examination indicates these electrodes were made to specification. A search of product complaint database did not reveal any similar complaints. We feel this is an isolated incident. This investigation is complete and the complaint is closed at this time.